Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that 2 patients suffered from a dislocation or instability after having a primary hip arthroplasty with the polarstem valgus stem for hip reconstruction. The diagnosis was performed at 90 days post-operative (1 patient), 6 months post-operative (2 patients), and 5 years post-operative (1 patient). It is unknown how the issue was resolved. The current state of health of the patients is unknown.

Manufacturer narrative:
H3, h6: in a literature study [1], it was reported that 2 patients suffered from a dislocation or instability after having a primary hip arthroplasty with the polarstem valgus stem for hip reconstruction. The diagnosis was performed at 90 days post-operative (1 patient), 6 months post-operative (2 patients), and 5 years post-operative (1 patient). It is unknown how the issue was resolved. The current state of health of the patients is unknown. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the IFU (lit. No. Lit. No. 12.23, ed. 03/21) states joint dislocation of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: rüdiger, h. A. & stadelmann, v. A. (2022). Long-term clinical outcome study of polarstem valgus stem ¿ a retrospective 5 year follow-up study. Study sponsored by smith&nephew orthopaedics ag: iis 823, wilhelm schulthess stiftung clinic. Internal complaint reference number: case (B)(4).

Manufacturer narrative:
H3, h6: in a literature study [1], it was reported that 2 patients suffered from a dislocation or instability after having a primary hip arthroplasty with the polarstem valgus stem for hip reconstruction. The diagnosis was performed at 90 days post-operative (1 patient), 6 months post-operative (2 patients), and 5 years post-operative (1 patient). It is unknown how the issue was resolved. The current state of health of the patients is unknown. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the IFU states joint dislocation of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Internal complaint reference number: (B)(4).